Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. The lead was later identified as a competitor model; this medwatch report is redacted.

Manufacturer narrative:
Further evaluation of the event and device indicate this is a competitive device and the initial medwatch is to be redacted based on this information.